Event description:
Additional information was received from the patient. The patient reported that their implantable neurostimulator (ins) was not effective at relieving the patient's back pain by itself. The patient clarified that the ins that they originally had and the ins from a different manufacturer each stimulated different parts of the back. The patient reported that their original ins was not working approximately 6 months prior to the implant of the second ins from a different manufacturer. The patient noted that it had not been working despite various adjustments. The patient stated that they "replaced [the] battery" and changed the zones of stimulation several times. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. Itwas reported that the patient was seeing the reposition antenna screen. They had been trying to recharge but was unsuccessful even when other people try positioning the antenna. The patient stated that it worked very well until the health care professional (hcp) put another implantable neurostimulator (ins) from another manufacturer on the other side. The patient felt stimulation from that one. The patient thought their last successful recharge session was about a month or so ago but they kept trying. The patient tried to use the patient programmer but it was not making a connection either. There was a potential overdischarge. The patient did not havea health care professional (hcp) that worked with this manufacturer. Hcp listings were provided and the patient stated that they would call the hcps. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.